Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub on the complaint sample. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr of lot # d901603 showed two other similar product complaint(s) from this lot. (B) (4).

Event description:
The patient came in because the needle was leaking chemo onto his chest. The device was placed (B) (6) 2009.